Manufacturer narrative:
Corrected data: b3 date of event is corrected to 15-feb-2024. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.00 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens explanted due to a low vault. On the same day different surgery a replacement lens of longer length was implanted and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).